Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. (B)(4). Complaint conclusion. As reported by the sales rep, during an interventional peripheral procedure at the femoral arterial site; a certified user deployed the 6/7f mynxgrip vascular closure device (vcd). However the device did not deploy appropriately and the sealant was exposed. There was no reported patient injury. Manual compression was held and the procedure finished successfully.  There were no damages or anomalies noted when the package was removed. The device was prepped normally. The intended procedure was superficial femoral artery (sfa) diagnostic. The user did shuttle down completely and there was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The stopcock was opened on the sheath prior to the shuttle down. There was no excessive force applied when shuttling down and there were no kinks in the sheath or device after removal. The advancer tube was engaged/visible.   A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The procedural sheath was not returned. The advancer tube was not engaged or visible and was found inside the shuttle cartridge. The sealant was exposed outside the shuttle and blood was observed at the distal end of the sealant.  Shuttle down procedure was simulated and the advancer tube was able to properly engage the distal tamp lock.  A review of the manufacturing documentation associated with lot f1702808 was performed and the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The failure reported as ¿failure to deploy¿ was not confirmed due to the condition in which the unit was received for analysis. Based on the information available for review, procedural factors and handling process may have contributed to the failure as reported. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review nor the product analysis suggests that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective actions will be taken.

Event description:
As reported by the sales rep: during an interventional peripheral procedure at the femoral arterial site; a certified user deployed the 6/7f mynxgrip vascular closure device (vcd). However the device did not deploy appropriately and the sealant was exposed. There was no reported patient injury. Manual compression was held and the procedure finished successfully. The product will be returned for analysis. There were not any damages or anomalies noted when the package was removed. The device prepped normally. The intended procedure was sfa diagnostic. The user did shuttle down completely and there was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The stopcock was open on the sheath prior to the shuttle down. There was no excessive force applied when shuttling down and there were no kinks in the sheath or device after removal. The advancer tube was engaged or visible.